Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007 for the treatment of pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2013. It was also reported that the patient underwent hemorrhoid surgery and repair of rectal prolapse on (B)(6) 2015. No additional information has been provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic pelvic prolapse, grade ii rectocele and cystocele. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis and urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, pudendal neuralgia, and pelvic floor tension myalgia.